Event description:
It was reported that, during a tka surgery, the winglet of the removal piece of one (1) journey dcf ap fem cut blk 7 broke off. The procedure was resumed, without any delay, using the same device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: case-(B)(4).